Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the cutter device could not be inserted due to worn out bearings and the neuro-tip foot had been drilled into. It was determined that the reason that the cutter could not be inserted was because the bearings were worn out and no longer in axial alignment, not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings from normal wear. It was further determined that the cause of the drilled craniotome foot was failure to follow the directions for use. Thus, when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip (user error). It was determined that the assignable root cause for the drilled neuro-tip was user error. It was determined that the cutter could not be inserted and worn out bearings were due to normal wear out form use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the neuro-tip foot of the craniotome device had been drilled into. The device was initially returned to (B)(6) because the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.